Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d4 - primary UDI number, d8, h6 (annex-a) investigation ¿ evaluation it was reported, a hair was found sealed within the sterile packaging of an ncircle tipless stone extractor while receiving the product by the logistics department. Reviews of documentation including the complaint history, device history record, device master record, quality control procedures, manufacturing instructions, and instructions for use, as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in sealed packaging. A visual exam noted a long black fiber inside the sealed package. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_ntse_rev1] packaged with the device contains the following in relation to the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation. Cook has concluded the cause of the complaint is manufacturing related. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone: (B)(6). G4: PMA/510(k)#: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, a hair was found sealed within the sterile packaging of an ncircle tipless stone extractor while receiving the product by the logistics department. There was no patient involvement.